Event description:
Patient reported left side "in the left nipple there is a straight cyst with a diameter of 8 mm", "a disintegrating capsule with leakage of semi-liquid substance was visualized" and fluid reservoirs confirmed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "a disintegrating capsule with leakage of semi-liquid substance was visualized" and fluid reservoirs confirmed via ultrasound.

Event description:
Patient reported left side "in the left nipple there is a straight cyst with a diameter of 8 mm", "a disintegrating capsule with leakage of semi-liquid substance was visualized" and fluid reservoirs confirmed via ultrasound. Patient later reported ¿enlarged breast painful, hanging. After an ultrasound examination, a rupture [illegible] was found.¿ seroma-late has been removed and is not reportable to the FDA. Device was explanted and replaced.

Manufacturer narrative:
Seroma-late has been removed and is no longer reportable to the FDA. Additional, corrected and/or changed data: b.5, d.6a, d.6b, g.2.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as an unidentified (tear) opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "in the left nipple there is a straight cyst with a diameter of 8 mm", "a disintegrating capsule with leakage of semi-liquid substance was visualized" and fluid reservoirs confirmed via ultrasound. Patient later reported ¿enlarged breast painful, hanging. After an ultrasound examination, a rupture [illegible] was found.¿ later healthcare professional reported "pain, rupture of the breast prosthesis." "Enlargement of the left breast by approximately 40%" "capsular contracture baker grade iii". This record if for left side. Device was explanted and replaced.